Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: risk manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # mw5183131. The medwatch event description stated that: "while attempting to remove arterial sheath 7fx45cm destination the sheath braiding began to unravel and catheter severed. This required an additional intervention to retrieve the severed catheter piece from the patient."